Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unk. It was reported that the pt had an endoleak of unk etiology with aneurysm sac enlargement. A CT scan demonstrated adequate proximal and distal seals with contrast filling the aneurysm sac. The contrast did not appear to be coming from any collateral vessels. It was reported that in 2004 the pt was converted to open surgical repair. During the conversion procedure it was noted that a type iii endoleak was present and blood was seen coming through the graft material. The aneurysm was not "pulsatile". No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft and its analysis is pending.